Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test could not be performed because the transmitter has no voltage. The customer complaint could not be confirmed through transmitter testing. A recevier (part number stk-gf-blu/serial number (B)(4)/lot number 5219226) was returned for evaluation. A visual inspection was performed and a "call tech support error err121" was observed on the screen. Due to the error, the reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.